Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). Same case as MDR ID: 2134265-2010-00951. It was reported that during a carotid artery stenting treatment procedure, the patient experienced bradycardia. The 90% stenosed and 20mm long target lesion was located in the bifurcation of the left common carotid artery-segment 15. There was a 4.0mm reference vessel diameter. A filterwire ez 190cm embolic protection system was deployed, and a 4-9x40mm carotid nexstent was implanted in the target lesion followed by post-dilation resulting in 0% residual stenosis. During the index procedure, the patient experienced bradycardia and was treated with medication. One day later, the event was considered resolved without residual effects and the patient was discharged. It is the opinion of the physician that the event is not unexpected and is related to the study devices.